Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
The user facility returned the device to olympus for evaluation. The device was tested using olympus test equipment; the device passed the probe check. Visual inspection on the device found the teflon pad worn and melted exposing metal on the grasping section. The distal end of the device was inspected under a microscope and found charred marks and scrape on the side of the probe unit and the jaw. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was initially informed that during a laparoscopic cholecystectomy procedure, the teflon pad of two sonicbeat devices fell inside the patient; however it was retrieved successfully. Olympus was further informed that, the teflon pad of the first device fell inside the patient and was retrieved using graspers. The teflon pad on the second device delaminated; however there was no metal exposure and no device fragment fell inside the patient. The reported event occurred while the surgeon was using the max button of the device. There was a probe damage error displayed on generator for both the devices. There was no medical or surgical intervention provided. The devices were tested prior to use and no abnormalities were found. The procedure was completed using a third sonicbeat device. There was no patient injury reported. Cross reference MFR report number 2951238 - 2017 - 00192, which was for the first device.